Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast reconstruction with 650cc mentor memorygel breast implants experienced rashes and itching post procedure. This was stated to have been occurring on her arms chest and abdomen. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-02714 for contralateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 7670638, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).